Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 29-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fatal database error. A technical support specialist had mentioned that the user had confirmed that the station was fine, no issues to resolve the issue so checked the health check for this site, only font3274 reached the 10 gb limit, the rest was at or below 5 gb later checked the maintenance service configuration file and found that the purge selection was disabled so re-enabled and informed customer to verify that the station has no pending upload and to perform a full synchronization without dropping the db. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es users got fatal error when trying to pull medications. There were no adverse events or injuries reported based on this incident.